Event description:
It was reported that the patient experienced numbness in their hands and feet. The patient was had a fall onto the implantable neurostimulator (ins) and was admitted to the emergency room. It was noted that the patient could adjust their stimulation. The physician in the ER performed an x-ray and showed nothing visible. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 39565-65, serial# (B)(4), implanted: 2010 (B)(6), explanted: na, recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4), (B)(4).